Event description:
It was reported the device detached inside of the patient. The stenosed and calcified target lesion located in the superficial femoral artery (sfa). A 2.4 mm jetstream xc atherectomy catheter was selected for an atherectomy procedure. The device was broken during advancement to target lesion. The device was reportedly difficult to remove, and the device had to be removed together with the guidewire due to device detachment. The procedure was completed using an alternative method. No patient complications were reported.